Event description:
(B)(6). During a total hip replacement procedure, surgeon stated the attachments were hard to push into the driver handpiece. No additional information was provided. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
A power tools evaluation was completed for the device with lot number 100059: the battery oscillator ii met all operational specifications during testing, and no problems were observed.device was used for treatment, not diagnosis.(B)(4)

Manufacturer narrative:
Device was used for treatment, not diagnosis. No service history review can be performed because the lot number cannot be traced. The manufacture date is unknown.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted.a power tools evaluation was completed for the device with lot number 100042: the battery oscillator ii met all operational specifications during testing, and no problems were observed.an evaluation for device with lot number 100059 is still being completed. Device was used for treatment, not diagnosis.

Manufacturer narrative:
This device used for treatment and not diagnosis. Moq: additional code. Possible lot numbers: #100059 and /or 10004: it is not known which lot had the problem for this event. The devices were returned and the investigation is ongoing. Placeholder.